Manufacturer narrative:
The immucor employee at the (B)(6) customer site on (B)(6) 2017 checked the testing instrument and determined that the testing instrument was working as expected.

Event description:
On (B)(6) 2017, an immucor employee visiting a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument.